Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the right atrial (ra) lead was nonfunctional. The ra lead was capped on (B)(6) 2024 . No patient consequences reported.